Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) levels ranged between 200-570 mg/dl. Boluses were delivered, manual injections were administered and water was consumed to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. The customer alleged there was an underlying pump issue causing the occlusion alarms. Reportedly, the customer continued to use the pump for insulin therapy.